Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was the end-user a new user of this product: yes. Product evaluation toward v-loc conversion; in relation to needle, what is the approximate location of suture breakage: approx. At the 3/4 mark away from wound closure; was the sales rep present during the procedure: yes; what in the physicians opinion was the cause of the suture breakage: "your stratafix is a weaker tensile strength than the vloc I am currently using."; please verify that there were no adverse patient consequences: none. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a robotic hysterectomy procedure on (B)(6) 2016 and suture was used. The suture broke while setting tension on the vaginal cuff with mega needle driver. They switched to a different suture type to complete the procedure. There were no patient consequences reported.